Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (0.8 mg/ml at 0.39956 mg/day), bupivacaine (18.0 mg/ml at 8.990 mg/day), clonidine (1416.0 mcg/ml at 707.2 mcg/day), fentanyl (400.0 mcg/ml at 199.78 mcg/day), and sufentanil (100.0 mcg/ml at 49.94 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient presented for a pump refill on (B)(6) 2016. Examination showed an area around the pump red and swollen. The patient reported that he had been bending over planting flowers. Seroma evacuation was attempted with return of no fluid. The patient was prescribed keflex 500mg by mouth three times daily for ten days. The clinical diagnosis was pump pocket cellulitis. There was no mention of cellulite in subsequent progress notes. The cellulitis was resolved without sequelae on (B)(6) 2016. The patient presented to the office for a pump refill on (B)(6) 2016 and examination noted redness at the bottom of the pump. The patient was advised to pad the area to keep clothing from rubbing. At an office visit on (B)(6) 2016 examination noted thin skin at the bottom of the pump and the patient was advised to apply duoderm. The patient reported improvement at the phone follow-up with the nurse on (B)(6) 2016. Examination on (B)(6) 2016 showed profound thinning of skin overlying the pump, with imminent dehiscence. The patient was scheduled for pocket revision surgery on the same date. A new pocket was created in the right upper quadrant. The outcome was resolved without sequelae on (B)(6) 2016. The etiology was noted as possible related to the device or therapy and not related to the implant procedure. No further complications were reported.